Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specifications. The insulin pump was monitored and there were no blank display anomalies, failed battery test alarms, unexpected low battery alarms or off no power alarms. There was no damage on the lcd isolation tape. The device was unable to prime during priming test due to faulty force sensor resistor. The insulin pump was received with cracked case at the display window corners and minor scratches on the lcd window. The excessive no delivery alarm was unable to be verified due to prime anomaly.

Event description:
Customer reported via phone call failed battery test, off no power alarm and blank display on the insulin pump. Customer's blood glucose level was 145 mg/dl. Troubleshooting for blank display was performed. Customer's alarm history showed low reservoir, low battery, off no power, no delivery and battery error alarm. Customer advised the display returned. Troubleshooting for off no power was performed. Customer was advised to monitor the insulin pump as this was the first occurrence. Troubleshooting for failed battery test was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.